Event description:
It was reported that the patient presented in clinic for initial right ventricular (rv) implant procedure on (B)(6) 2025. During procedure, the helix of the rv lead became distorted. The rv lead was not implanted. The patient was stable.

Manufacturer narrative:
The reported event of helix bent was confirmed. As received, a complete lead was returned in one piece with the helix bent and compressed and clogged with blood and tissue. X-ray examination of the lead found the inner coil was over torqued at the connector region and the helix was bent/compressed consistent with procedural damage. The cause of the reported event is consistent with procedural damage.